Manufacturer narrative:
The investigation for the reported issue has been completed. The pump and purge cassette were returned for analysis and were able to prime without issue. Purge fluid could be seen exiting the purge gap. No data logs were returned for this investigation. The root cause of the priming issue was most likely use related as no issues were found with the returned product. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that it was not possible to de-air the purge cassette and pump. There was no purge fluid at the outlet. They changed the pump and purge cassette, because they could not be sure the pump was properly primed. Another impella cp device was placed without reported any issues. No further information was provided.